Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was observed that there were low pacing impedance and loss of capture on the right ventricular lead. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of loss of capture and low pacing lead impedance were not confirmed. Final analysis found the complete lead was returned in one piece. X-ray examination found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.